Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during a thrombectomy case, basilar occlusion was treated with mt 2 passes with other aspiration catheters. On the third pass, a 132cm cereglide 71 catheter (nic71132u, lot unknown) was done. When the physician went to pull back and aspirate with 60cc syringe, proximal hub ¿broke off¿. The physician used another cereglide 71 catheter off the shelf to replace it and finish the case. There was no patient injury reported. Additional event information received on 15-apr-2024 indicated that the device was pulled from the packaging torqued by steering by the hub. The device was inserted through a stopcock instead of the hemostasis valve. There was no difficulty attaching another device to the complaint device. The device was not advanced or withdrawn against resistance. No additional intervention was needed to remove the device from the patient. A non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the device was found fractured at the hub and the internal braided wires were noted exposed. The fracture was inspected under a microscope, and it was observed that the exposed wires were twisted to the center of the catheter lumen. Also, elongation marks were noted at the site of the separation. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). No issues regarding the manufacture of the device were found. The hub was affixed correctly and did not show any signs of overheating during attachment. The most likely cause of failure is due to extreme torsional loading since the shaft wall showed signs of torsional failure. The issue reported that the hub of the catheter being broken off was confirmed based on the appearance of the hub lumen. Hub damage during attachment/removal of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub; difficulty advancing the microcatheter during its insertion into the catheter can result from setup of continuous flush, which may result in excessive force applied, causing device damage. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damages during catheter loading into hoop. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. Exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d.4: the product and lot number was not available / not reported. The expiration date of the device is not known. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy case, basilar occlusion was treated with mt 2 passes with other aspiration catheters. On the third pass, a 132cm cereglide 71 catheter (nic71132u, lot unknown) was done. When the physician went to pull back and aspirate with 60cc syringe, proximal hub ¿broke off¿. The physician used another cereglide 71 catheter off the shelf to replace it and finish the case. There was no patient injury reported. Additional event information received on 15-apr-2024 indicated that the device was pulled from the packaging torqued by steering by the hub. The device was inserted through a stopcock instead of the hemostasis valve. There was no difficulty attaching another device to the complaint device. The device was not advanced or withdrawn against resistance. No additional intervention was needed to remove the device from the patient.